Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was tested and the light control was verified to function properly; the iris was checked and was able to adjust manually and automatically in their respective modes; all buttons on the front panel functioned normally; the image was observed and brightness was noted to function as expected.

Event description:
A user facility reported to olympus that when the light was in auto mode, the light flickered like a strobe light and the end users had to switch to manual mode. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.